Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the inflatable penile prosthesis (ipp) due to the device not inflating and the patient being unable to maintain adequate rigidity during intercourse. During the procedure, the physician identified that the pump was the component that needed to be replaced. The pump was explanted and replaced with a new one. There were no patient complications reported, and the patient fully recovered.